Manufacturer narrative:
Additional information: optical examination did not identify pre-existing material defect that could contribute to the fracture propagation. Microscopic examination of the fracture found a quasi-brittle. The location and timing of the breakage is consistent with torsional overload.

Manufacturer narrative:
(B)(4): the device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that during a procedure for implant of an artificial cervical disc, the rail cutter bit was broken while creating the channel for the disc insertion. Another instrument was used and the surgery was completed with no further complications. No patient complications were reported.